Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs leads from the same lot. The patient reported his scs leads have migrated, are superficial and he has never received effective stimulation. Surgical intervention will be taken at a later date to address the issues.